Manufacturer narrative:
Citation: seo j, kim ar, cho I, et al. Impact of left ventricular diastolic pressure changes on clinical outcomes after transcatheter aortic valve replacement. J am heart assoc. 2025;14(11):e039372. Doi:10.1161/jaha.124.039372 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of left ventricular (lv) diastolic pressure changes on outcomes after transcatheter aortic valve replacement (tavr). The study population consisted of 509 patients who underwent tavr for severe aortic stenosis. A mix of valve types were used in the study, encompassing two medtronic products (corevalve and evolut r; n = 172) and three non-medtronic brands (sapien xt, sapien 3, and lotus; n = 338). The following adverse outcomes occurred: emergent procedure during or immediately after tavr, need for ventricular pacing, increased lv diastolic pressure, paravalvular leak (mild to severe), and hospitalization for heart failure. Additionally, 78 deaths occurred during the follow-up period. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.